Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system had not been established.

Event description:
It was reported that during procedure to stent the left iliac artery, via the right femoral artery, the stent would not deploy fully. The dr did feel resistance when trying to deploy the stent graft. The blue catheter separated and per the rep, it looked like the catheter was stressed. The system was removed and a new stent graft was used to complete the procedure. The dr did feel resistance when attempting to deploy that stent, also, but it was successfully deployed. This was a crossover procedure going from right to the left and an 8f crossover sheath was used for the procedure. The tracking path was only slightly tortuous and there was no calcification in the vessel. There was no injury to the pt reported.